Manufacturer narrative:
Device codes: 2889 labeled. Internal file number - (B)(4). Correction: MFR site: registration #. Correction: device code 1069 and 2976 were removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The multiple bends in the shaft were confirmed. The hypotube and jacket were separated. The hypotube separation was still intact by a piece of the jacket material. The reported failure to advance could not be replicated in a testing environment as the reported difficulty is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device interacted with the severely stenosed lesion during advancement causing the reported failure to advance. Further interaction with the challenging anatomy during advancement, as resistance was reported, likely contributed to the noted bent shaft (inner/outer member), ultimately causing the noted shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was provided: the procedure was to treat a severely stenosed lesion in the proximal superior descending coronary artery. The physician mistakenly reported the stent implant damage. The inner and outer member were bent. There were multiple bends in the hypotube due to resistance to cross the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a severely stenosed, anterior descending artery. The 4.0x15mm xience prime stent did not cross the lesion due to the anatomy and a deformity on the stent implant and fracture were noted. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.